Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she needed help getting the screen cleared, so she can do the rewind process. Customer is getting a battery out limit alarm and an unexpected restart alarm. Customer was assisted with clearing the alarm and setting the time and date. Customer's blood glucose was 157 mg/dl at the time of the incident. Customer stated that the pump alarmed after a battery change. Customer stated that the pump is alarming at the time of the call. Customer declined troubleshooting.